Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of failure code 403:317:871:0000 was confirmed during product evaluation. The root cause was identified as a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code 403:xx. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a failure code 403:317:871:0000 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.